Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found deformed/defective during use. The following has been provided by the initial reporter: it was reported the catheter is defective. "While attempting to thread off the catheter, the hub rotates making it difficult to advance. This is a new issue for these catheters as it has only been happening this past month."

Manufacturer narrative:
H.6. Investigation: bd received two unused 20 gauge insyte autoguard units from lot 9035876 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the two units. The catheters were inspected and found to be acceptable and within product specifications. Next, the engineer inserted the units into a lab supplied artificial vein to check for any threading issues. The catheters advanced into the vein and there were no issues with retraction. The engineer could not find any issues with the hub rotating. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed during testing and inspection the definitive root cause for this issue could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found deformed/defective during use. The following has been provided by the initial reporter: it was reported the catheter is defective. "While attempting to thread off the catheter, the hub rotates making it difficult to advance. This is a new issue for these catheters as it has only been happening this past month."